Event description:
It was reported that the patient currently has an inflatable penile prosthesis device implanted. The patient is scheduled to undergo a revision surgery on (B)(6) 2018. The reason for the revision surgery was not provided.

Event description:
It was reported that the patient currently has an inflatable penile prosthesis device implanted. The patient is scheduled to undergo a revision surgery on (B)(6) 2018. The reason for the revision surgery was not provided. It was further reported that the ipp was explanted because the pump no longer worked. The device had been implanted 17 years earlier. The patient experienced no further problems.